Event description:
Terumo medical corporation received the reported information. After the stent was placed in the left artery descending (lad), the izanai was advanced to the diagonal branches for treatment. It was not discovered during the procedure; however, it was found that there was perforation at the time of izanai removal. Due to the small perforation, the stent was placed in the perforated part and suppressed, and the procedure was finished. Vascular perforation was confirmed, and since medical intervention was performed on the patient, it was determined to be a serious injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI no. N/a as this product is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number no anomaly was found in the manufacturing record and the shipping inspection record. No similar events due to manufacturing defects were found in the past two years. Since the lot number was unknown, history investigation could not be performed. In addition, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).